Manufacturer narrative:
Currently it is unk whether or not the device may have been caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Mother reported reservoir leaking past o-rings. Troubleshooting was done, and reservoirs are returning for analysis.